Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported from pediatric hematology and oncology unit that the 24 hour continuous infusion of 324ml of methotrexate at 14ml/hour was found to have a break in line and leaked 1 hour and 24 minutes into the infusion. Infusion was paused and pharmacy had to remake the drug and the nurse had to prime and restart the infusion, which resulted in a 2.5 hour of time the patient didn't get the medication. The medication got all over the membrane frame and platen assembly of the pump and on the floor, which resulted in multiple opportunities of exposure to staff, patient and patient's father. Although it was reported that there was no adverse effects caused to the patient as a result of this event the patient remains inpatient for monitoring, which is an expected course of care regardless of this event taking place. The patient was enrolled in a research trial and the occurrence of this event potentially compromised the result of the trials.

Event description:
It was reported from pediatric hematology and oncology unit that the 24 hour continuous infusion of 324ml of methotrexate at 14ml/hour was found to have a break in line and leaked 1 hour and 24 minutes into the infusion. Infusion was paused and pharmacy had to remake the drug and the nurse had to prime and restart the infusion, which resulted in a 2.5 hour of time the patient didn't get the medication. The medication got all over the membrane frame and platen assembly of the pump and on the floor, which resulted in multiple opportunities of exposure to staff, patient and patient's father. Although it was reported that there was no adverse effects caused to the patient as a result of this event the patient remains inpatient for monitoring, which is an expected course of care regardless of this event taking place. The patient was enrolled in a research trial and the occurrence of this event potentially compromised the result of the trials.

Manufacturer narrative:
Additional information added to: d4,h4. The device history record for primary set model 2200-0500 lot 20026491 was performed. The search showed that a total of (B)(4) units in 1 lot were built on 19 feb 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame.

Manufacturer narrative:
The customer¿s report that the infusion set leaked medication all over the membrane frame and platen assembly of the pump was confirmed on primary set model 2200-0500 using the customer supplied photos. Due to the substantial contamination of the returned set and concomitant: phaseal and pump module with a chemotherapeutic drug, it was decided by san diego customer advocacy management that the returned device and set would not be investigated. Upon the request of the customer, the set and device were properly disposed of to eliminate the risk of exposure to the customer's staff. The root cause of the customer¿s report of leaked medication was not identified due to the set and device not being investigated per san diego customer advocacy management due to substantial contamination of the set and pump module with a chemotherapeutic drug. The device history record for primary set model 2200-0500 lot unknown could not be conducted because the lot information was not provided.

Event description:
It was reported from pediatric hematology and oncology unit that the 24 hour continuous infusion of 324ml of methotrexate at 14ml/hour was found to have a break in line and leaked 1 hour and 24 minutes into the infusion. Infusion was paused and pharmacy had to remake the drug and the nurse had to prime and restart the infusion, which resulted in a 2.5 hour of time the patient didn't get the medication. The medication got all over the membrane frame and platen assembly of the pump and on the floor, which resulted in multiple opportunities of exposure to staff, patient and patient's father. Although it was reported that there was no adverse effects caused to the patient as a result of this event the patient remains inpatient for monitoring, which is an expected course of care regardless of this event taking place. The patient was enrolled in a research trial and the occurrence of this event potentially compromised the result of the trials.